Event description:
The right side pedal elements were loose and cause the bed to pop out of the brake mode. No injury reported, this issue was found during preventative maintenance. To resolve this issue the pedals were pushed back into position and tightened the bolts that secure them, and the brakes functioned properly.